Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt was returning to the operating room for a disconnected bend relief. The pt has been symptomatic with shortness of breath, +++ on the system monitor with elevated powers. The pt was returned to the operating room and the outflow graft bend relief was connected.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.